Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the adhesive connection between the oscillating head and sleeve showed no continuous glue of the threaded surfaces. Therefore, the reported condition was confirmed. It was determined that this was due to poor preparation and application of loctite glue on the area where the oscillating head was attached to the power tool during the assembly process. The assignable root cause was determined to be due to a manufacturing process error. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(6) that during service and repair testing, it was observed that the saw head separated from the battery oscillator handpiece device. The event did not occur during a surgical procedure. There was no delay to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.